Event description:
Fmc product complaint submitted for internal "blood leak" of the dialyzer during the 55th use of the device. Blood was reportedly detected in the effluent dialysate and the treatment was stopped. The extracorporeal circuit of blood was discarded, estimated blood loss 200cc without adverse effect to the pt. The facility has no maximum reuse number for dialyzers and discarded at the time of failure. MDR filed due to reported blood loss.